Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: after firing, the surgeon had difficulty removing the instrument from the patient cavity. The anvil eventually detached and an ileostomy was performed. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated bleeding of 500cc or more. There was no reinforcement material used. No extension of surgical time was required.

Manufacturer narrative:
(B)(4).